Event description:
In 2008, the patient reported that she was unable to correctly insert the insulin cartridge into the infusion device. She stated that she then pulled the insulin cartridge form the device causing the entire contents to empty into the cartridge compartment. She realized that the insulin cartridge was not seating correctly because she did not attach the adapter and infusion tubing prior to insertion. She was educated on the proper technique. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.